Event description:
Baxter (B)(4) received a report that the syringe device used to fill an infusor broke off at the fill port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The sample has been received and evaluated by baxter personnel. Visual examination confirmed that the plastic syringe tip was broken off inside the fill port of the device. No repairs have been made as this is a single use device and it will be discarded.

Manufacturer narrative:
(B)(4). Additional information: the root cause is due to a broken syringe tip (non-baxter) stuck in the fill port. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.